Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of unit is not charging was confirmed. The scanner shuts down prematurely when ac power is removed. The root cause is a motherboard failure (charging port is loose). A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Charging port in unit is loose. 09/13/2022 evaluation at bd service facility found device would shutdown prematurely when disconnected from ac power.